Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right femoral to below knee popliteal bypass with cryovein, repair right common femoral artery with removal of intraluminal stent procedure, the device needle broke while sewing in cryovein (soft tissue). They then used another suture to resolve the issue in order to complete the case. There was no patient injury.